Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product: hrs. This report is for eight (8) unknown 5.0mm locking screw, part family # 422.3xx. Exact part/lot number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with less invasive stabilization system (liss) distal femur plate and screw construct on an unspecified date in 2010. Reportedly the patient fell on an unspecified date and broke the less invasive stabilization system (liss) distal femur plate construct, screws only. The patient sustained a distal femur fracture. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware. The plate and screws were removed with the screw removal set. The patients femur fracture was reduced and fixed with a retrograde/antegrade femoral nail-ex in retrograde fashion. Reportedly no other intervention was required. The patients fracture stabilized and stable. This report is for eight (8) unknown 5.0mm locking screw, part family # 422.3xx. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
(B)(4): conclusion not yet available-evaluation in progress.

Manufacturer narrative:
Additional narrative: an additional evaluation and manufacturing evaluation were performed on the returned product. Eight screws and one plate were received back for investigation. Six screws are broken off between the screw head and the shaft and two screws are intact. Of the eight (8) screws returned, only three screws have visible laser etching and could be identified ¿ two (2) part number 422.393, lot number 2538267 and one (1)422.396, lot number 2460089. The remaining five (5) are unknown. The relevant dimensions could not be measured anymore due to the bad condition of the device. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. Based on the available information, we can conclude that alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload/ fatigue failure. Therefore, this complaint is to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that nine parts 1) ti distal femur liss plate 9 holes/236mm-left was received for evaluation with complaint category "broke"; parts 2 thru 9) unk - screw locking were received for evaluation with complaint category "patient reaction". The sales consultant reported screws (unspecified) broke as a result of a patient fall. The manufacture date of the returned plate was (B)(6) 2009. The manufacture dates for the remaining returned parts were unreported due to unknown lot numbers. For the returned part 422.345, the investigating engineer reviewed engineering drawing (B)(4)_1 rev g for conformance. The plate was fabricated from (B)(4) per (B)(4)- which is a typical material used for a plate of this type. The plate was etched for passivity and polish finished shiny. Anodization finish was gold. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The measureable dimensions of the returned plate were found to be in agreement with the specifications. Due to the unknown part numbers and in light of the damage to each of the returned screws, no technical measurements could be confirmed against dimensional specifications for the screws. The ra for the returned screws could not be adequately identified. Device was used for treatment, not diagnosis.